Event description:
After using this product, I first experienced white cottage cheese discharge which was to be expected but then it turned into black coal like lumps. I started bleeding between periods and developed burning and itching. On a visit to my gynecologist, she had to remove clumps of the product before the exam could take place. Much of it was removed but some still remained. Experience, bloating and pelvic pain. Still passing black coal like lumps even though I haven't used the product in over two months. Dates of use: (B)(6) 2016. Diagnosis or reason for use: vaginal dryness.